Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the large needle driver instrument to perform failure analysis. The large needle driver instrument was analyzed and found to have multiple input disks broken. Input disk #7 was found completely detached from the base of the housing. Input disk #6 was found broken into pieces. Other backend components adjacent to the broken inputs did not show damage. The complaint was confirmed by failure analysis.

Event description:
It was reported that the large needle driver instrument lost control and was not grasping while the instrument was in use. No known impact or patient consequence was reported.